Event description:
Additional information was received indicating provocative testing was performed and noise was not able to be reproduced. No intervention has been performed. The patient was in stable condition and will continue to be monitored.

Manufacturer narrative:
Further information was requested but not received.

Event description:
During a remote follow up, noise was sensed on the right ventricular (rv) lead resulting in oversensing. Rv lead revision is anticipated to be performed during an unrelated procedure. No intervention has been performed. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.